Event description:
Edwards has received information of a mitral bioprosthetic valve exhibited moderate regurgitation eleven (11) days after implant and severe regurgitation approximately nine (9) months post-implant. The device remains implanted. There are no adverse events reported.

Event description:
Echo review done by independent consultant confirmed rigid leaflets, mr 0 >>mr 2 and remnant cord in left ventricle. Likely abnormal since implant.

Manufacturer narrative:
Additional echo review information was received.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experiences regurgitation. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. The device remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is obtained.